Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood was observed in the distal conductor, in the outer tubing overlay, in/on the helix mechanism; outer insulation was found breached cut; lead damaged at implant; full lead analyzed.

Event description:
It was reported, during the implant procedure, the helix would not extend after 40 turns with the rotation tool. The lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation conclusion code. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood was observed in the distal conductor, in the outer tubing overlay, in/on the helix mechanism; outer insulation was found breached cut; lead damaged at implant; full lead analyzed.